Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
New information received indicates that this device was explanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity of 12 years in (B)(6) 2017 but at the most recent device check dropped to 9.5 years. The physician suspects this device is depleting faster than it should. A copy of the device¿s memory was preserved and submitted for analysis. Boston scientific technical services (ts) noted that the atrial pacing percentage increased from 20% to 45% which would account for the decrease in longevity estimates. No intervention was recommended. No adverse patient effects were reported and the device remains in service. Six months later the device¿s estimated longevity had decreased to 4.5 years. A copy of the device¿s memory was preserved and submitted for analysis. Ts noted that the rate of battery depletion could no longer be attributed to the increase in atrial pacing and that the device appears to be depleting faster than expected. Device replacement was recommended.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A visual inspection of the device header and case noted no anomalies. Therapy verification testing was completed and confirmed pacing therapy remained available. The device case was removed to facilitate inspection of the internal components. Internal components were isolated and tested. Analysis found two leaky capacitors. This resulted in the observed increased power usage and resultant faster-than-expected battery depletion. Our quality system database was reviewed and this anomaly was confirmed to be a non-patterned issue. The anomaly has been reported to our engineering and manufacturing departments field observations will be monitored.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity of 12 years in (B)(6) 2017 but at the most recent device check dropped to 9.5 years. The physician suspects this device is depleting faster than it should. A copy of the device's memory was preserved and submitted for analysis. Boston scientific technical services noted that the atrial pacing percentage increased from 20% to 45% which would account for the decrease in longevity estimates. No intervention was recommended. No additional adverse patient effects were reported, and the device remains in service. Six months later, the devices estimated longevity had decreased to 4.5 years. A copy of the device's memory was preserved and submitted for analysis. Boston scientific technical services (ts) noted that the device appears to be depleting faster than expected. Device replacement was recommended. New information indicates that this device was explanted.